Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed loss of prime warnings due to low, non-zero force. A prime sequence was successfully completed with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, it was reported to animas that the pump was having priming issues. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.